Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: visual inspection: the sfx x20 torque driver shaft (part# 289410300, lot# nw276593 qty# 1) was returned and received at us cq. Upon visual inspection, it is observed that the hexlobe tip of the driver was stripped. Additionally, the gold and green color markers were noted to have faded/discolored. No other issues were found with the device. Functional test: functional testing of the received device was not performed at cq as the device was received by itself and the mating device was not returned. However, the stripped condition of the tip of the device confirms the complaint condition. Can the complaint be replicated with the returned device(s)? Unable to perform document/specification review: the following drawing(s) (current and manufactured to) were reviewed: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the sfx x20 torque driver shaft (part# 289410300, lot# nw276593 qty# 1). A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw276593 was released in a two batches. - batch1: lot qty of (B)(4) units were released on 14 jul 2021 with no discrepancies. - batch2: lot qty of (B)(4) units were released on 14 jul 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a depuy sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported on (B)(6) 2021, the device is damaged. During a procedure the x20 torque driver shaft tip did not fully engage with the outer setscrew of the implant. Final tightening was not possible. There was no surgical delay. This report is for a torque driver shaft. This is report 1 of 1 for (B)(4).